Event description:
It was reported that the patient felt palpitations. It was suspected to be from pacemaker mediated tachycardia. Follow up did not provide further details. The device remains in use. No further patient complications have been reported as a result of this event.